Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer had failed and required maintenance. The customer had performed a station reboot and attempted to recover the storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed. A technical support specialist (tss) followed the steps in the knowledge article, "job aid - credit hold, service suspension, overall block". The tss also confirmed with the customer that the failed drawer issue had been resolved. The system functioned as intended after the technical support specialist investigated the device.